Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the stapler as per usual, was third firing. First three strokes were normal but surgeon has trouble with the fourth stroke to return the knife blade. Used the red knife return button but upon doing this the knife blade seemed to return but surgeon was unable to open the jaw. The window on the handle has no number or lock out symbol, it was just grey. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device removed from the tissue? The tissue fell away from either side of the device. On what tissue type was the device used? At what location on the tissue? Jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What colour cartridge was being used? Blue. What other colour cartridges were used before and after this event? Blue the whole time. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Fired as per usual but would not open after the forth stroke as it should. Upon the surgeon using the knife reversal button the device would still open and the window where the numbers or lock out symbol usually appear, it was blank. Was there any difficulty removing the device from the tissue? No, luckily! Is there any other additional information you would like to share about this device or procedure? No.